Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Complaint rate for this malfunction is less than (B)(4). The complaint rate is very low and within compliance range. The complaint rate will continued to be monitored. Due to the aforementioned reason, CAPA measures are not recommended. The lab destroyed the remaining portion of the tooth to remove and did not have knowledge of the broken portion's location.